Event description:
The account alleged, the brake casters do not hold when the brakes are engaged. No injury reported.

Manufacturer narrative:
The tech replaced the brake detent assembly to resolve the issue.